Event description:
It was reported that the cassette exhibited fluorouracil leakage around the luer lock connections between the cassette and extension tubing. It was unknown if there were any adverse patient effects.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device has not been returned to manufacturer.

Manufacturer narrative:
No product was returned. Two photos were provided which were used to conduct the investigation; the reported fault was not found. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.